Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has retained an attorney in reference to the advisory issued on this model device. There have been no allegations made against the functionality of the device.